Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block. It was further reported the leadless implantable pulse generator (ipg) exhibited high thresholds and outputs causing premature battery depletion. The leadless ipg was reprogrammed off and replaced with a transvenous ipg. No further patient complications have been reported as a result of this event.